Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the operational check failed. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the device was back to normal use after the hospital engineer repaired the therapy pca. Based on the information available and the testing conducted, the cause of the reported problem was defective therapy pca. The reported problem was confirmed. The device was operational after repairs were completed by customer. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.